Event description:
It was reported that the patient presented for initial implant. During procedure, the lead had high impedance and was not pacing through psa. Multiple attempts were made to get acceptable numbers but were unsuccessful. Another lead was used and acceptable threshold and impedance values were obtained. The patient was recovering post procedure.